Manufacturer narrative:
Block b3: exact date unknown, event occurred in june 2024

Event description:
It was reported that the patient was not getting adequate pain relief. The patient underwent an implantable pulse generator (ipg) explant procedure. No further information could be obtained.